Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator distal end had been kinked and the sheath distal tip had been split. Functional testing did not confirm a fluid leak; however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip damage, torn seal and subsequent leak remains unknown. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
During an atrial fibrillation ablation procedure, a blood leak was noted. Resistance was noted after the atrial septal puncture needle was advanced into the sheath. After the removal of the atrial septal needle and the atrial septal sheath, cracks were noted in the tip of the inner sheath, a blood leak was noted from the sheath. Another sheath was used to complete the procedure with no consequences to the patient.